Event description:
The pt was implanted with an acute blood pump system for biventricular support. The perfusionist reported that after the pt came out of the operating room, there was a clicking sound followed by chattering coming from the motor. The perfusionist performed troubleshooting steps and the sounds went away when the motor and primary console were switched to backup.

Manufacturer narrative:
Usage of the device: the usage of the motor is not known to the MFR as the device is not labeled for single use. The motor was returned to the MFR for eval and is currently being analyzed. The MFR is attempting to acquire the primary console for further eval. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.